Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Customer contact reports no patient information is available.

Event description:
The hospital reported low agent output causing light anesthesia resulting in the patient waking up during a procedure. There was no report of patient injury.

Manufacturer narrative:
The customer declined ge healthcare service.